Event description:
On 6/30/93, a double lumen permacath was inserted in patient's right internal jugular and passed to the superior vena cava (svc). On 7/12, patient was seen by her physician because the catheter looked "longer" and the dacron cuff was approximately 5 inches outside of the "exit site." On 7/13, the patient was admitted to the user facility via the emergency room. Chest x-ray revealed extravasation of contrast media at the level of mid-svc into mediastinum. Site of extravasation is adjacent to distal tip of catheter, suggesting that the catheter tip may be eroding the wall of svc.the plan was to remove the catheter, but it fell out on its own. The erosion site of the svc apparently sealed off on its own. No other intervention was required other than obtaining a new access for dialysis.addendum: the physician who inserted the permacath, placed the catheter so that the dacron cuff was underneath the skin.